Event description:
It was reported by service report that the gas spring trip was bent causing the fowler to drift. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler, gas spring trip.